Manufacturer narrative:
Results of functional testing indicate a faulty speaker. The speaker was replaced, and the product is back in service. Based on the information available and results of additional analysis, no further action is necessary at this time.

Event description:
During evaluation at bench repair, it was identified that the device had no audio. The device was not in clinical use at the time the issue was discovered.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.